Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the proximal portion of the catheter had twisted and kinked and the patient was receiving less than 50% therapy relief. The catheter issues were caused by the constant flipping of the pump. It was also noted that, when the reservoir volume was checked, the volume was much more than expected. The proximal portion of the catheter was replaced and the patency of the catheter was confirmed via cerebrospinal fluid flow. The pump was then reattached to the catheter and was reimplanted. At the time of report, there was no patient injury. Two days later, it was reported that, following the procedure, the patient¿s pain was controlled, but he had developed atrial fibrillation. However, the managing physician did not think it was related to the kinked catheter. It was indicated that the patient was a cancer patient, so her overall health was in a somewhat fragile and would be expected to deteriorate over time. The device system was used to deliver morphine.